Event description:
The user facility reported that during a colonoscopy, there was a complete loss of video image. The procedure was completed with a different, but similar device. There was no pt injury and no further info was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of a complete loss of image and intermittent flickering of the video image when angulated. The light guide lens was found cracked and there was noted to click when moved. In addition, the up/down angulation control knob was not functioning properly. The device was disassembled and frayed wires were found at the bending section mesh. The device has been furnished and returned to the user facility. This report is being filed as an MDR in an abundance of caution.